Event description:
The user reported that during cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery back up was not available. There was no reported adverse consequence to the patient as a result of this event.